Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: 2017-42261.

Event description:
A supply chain coordinator reported that following an intraocular lens (iol) implant procedure, the lens subluxed. The iol was exchanged in a second procedure. Additional information has been requested.